Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2023 due to broken screws and painful hardware. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of what was reported is patient non-compliance. The device was likely subjected to excessive bending stresses leading to its breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on 11-08-2023 due to broken screws and painful hardware. No other patient outcomes were reported as a result of this event.